Manufacturer narrative:
Concomitant medical products: 4592 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited sensing issues of crosstalk inhibition. There was no ventricular safety pacing despite feature set to on. It was also reported that the right ventricular (rv) lead exhibited high number of the sensing integrity counter (sic) oversensing episodes and erratic r wave trend was observed. Ipg and rv lead were reprogrammed and remains in use. No patient complications have been reported as a result of this event.